Manufacturer narrative:
(B)(4). As the device failed during treatment, the device was replaced and the case was finished without known consequences to the patient. A maquet field service technician has been sent for investigation. According to service order (B)(4) troubleshooting has been performed. Results: all plugs were checked and the batteries were replaced. Full maintenance has been done. The unit passed all functional tests successfully. The failure could not be confirmed, because the cardiohelp works on its own specifications. It could not be reproduced. An analysis of the log-files has been performed. Result: the user has frequently turned the device on and off. The cardiohelp turned into battery supply, because it was disconnected from the power supply. The most probable root cause could not be found. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4). It was reported that the cardiohelp only runs on battery mode. The batteries could not be charged. During patient treatment the device was swapped. No harm/risk to the patient was reported.